Event description:
New information received indicates the device was able to pair after pairing with a new mtx. The patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was reported. The patient was stable.